Event description:
In (B)(6) 2018 the user facility placed a single unopened device with a use-by date of 31 may 2019 back into the incorrect outer box, which reflected a use-by date of september 2019. This sheath was returned to the manufacturer and later was sent out to another user. The device was used in the procedure on (B)(6) 2019 and later determined to have been used after the expiration date. No adverse consequences to the patient have been reported.

Manufacturer narrative:
The results of the investigation confirmed that peel-away introducer expired on 31may2019, which was prior to the reported event date of (B)(6) 2019. A review of distribution records confirmed that this product was distributed prior to its expiration date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. The cause of the use of expired product is consistent with user error. The IFU states to check the "use by" date before using the product.

Event description:
An expired introducer was opened and used for an ablation procedure. There were no adverse consequences to the patient.